Event description:
It was reported that while in use on a patient, a burnt smell and smoke was noted emanating from the compressor of this 840 ventilator . The patient was immediately removed from the ventilator and connected to a simple artificial ventilator without injury. Additionally, the ventilator generated a diagnostic code indicating loss of breath delivery (bd) communication.

Manufacturer narrative:
Initial reporter: reported by the (B)(6) FDA. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by a medtronic service engineer. The distributor¿s engineer inspected the unit and confirmed the reported issue. To resolve the issue, the engineer replaced the power supply, breath delivery unit (bdu), central processing unit (cpu), printed circuit board (pcb) and analog interface (ai) pcb. The compressor was not repaired and have been scrapped and a new compressor was replaced. The engineer determined that the cause of the reported event was the aging component of the compressor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during the used on patient the pb840 ventilator generated a burnt smell and smoke was noted emanating from the compressor. Additionally, the ventilator generated a diagnostic code indicating loss of breath delivery (bd) communication. It was reported that the compressor was discarded. The service personnel (sp) inspected the ventilator and found the power supply defective and replaced the power supply. On further inspection, as an additional finding the sp found the unit generated a device alert. To solve this issue sp replaced the bd (breath delivery) pcba (printed circuit board assembly) and ai (analog interface) pcba. The ventilator passed all the tests and calibrations per manufacturer specifications and was returned to the customer. With the information available, the investigation could not determine an exact cause of the event as the compressor was discarded. However investigation determines a plausibility of a burnt smell and smoke likely due to a potential fault isolated in the field with the power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.